Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a transphenoidal procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that during a case the surgeons felt inaccurate 3mm posterior when near the pituitary. They felt accurate on the skin. The site used a mix of trace and touch registration and had a metric of 0.9, the green zone encompassed the pituitary tumor and the yellow zone covered the whole head. The surgeons accounted for the inaccuracy and continued the case. The surgery was completed with navigation and there was no impact on patient outcome. Technical services (ts) reviewed the patient archives and the archives showed registration with trace mainly focusing on the nose with two passes on the forehead. 3 touch points were added on the nose. Green zone covered sinuses. Little to no tracing was done on lateral or posterior sides of the head.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Logs and archive were reviewed but provided no additional insight into the root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The malleable suction was returned to the manufacturer for analysis. Analysis found that when connected to a known good system, the returned malleable suction was recognized and tracked, but was not able to verify returning a divot error of 3.1mm to 3.2mm. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.